Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller screen was not displaying parameters clearly and had suddenly malfunctioned without any external interference. Log files were submitted for review and captured routine events, there were no adverse alarm conditions or parameter changes. Technical services stated the log file did not show a controller issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number (B)(6)) not displaying parameters clearly could not be confirmed, as no photos were submitted for review and the product was not returned for further analysis. Submitted log files were reviewed and contained data from 18:06:27 on 09dec2025 - 09:05:10 on 20dec2025; no irregular alarms or events were observed. Multiple attempts were made to obtain additional information from the customer regarding if the controller was exchanged and whether the controller would be returning for further analysis; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook (rev. A) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. D), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook (rev. A) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. D) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. A) section 10 and heartmate 3 instructions for use (IFU) (rev. D) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. A) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.